Event description:
It was reported that after the iab was inserted and connected to the pump, the distal 1/3 of the balloon would not unwrap of inflate. The iab was then removed and replaced without any complications.